Manufacturer narrative:
Product complaint #: (B)(4) investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not turn due to a jammed motor, was confirmed. It was found that the motor was corroded and runs not constantly. Further, the resistance value of the keypad of the hand control set was out of range and the keypad was not responding properly. The motor and the hand control set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. However, given the information provided, we cannot determine a definitive root cause for the defective keypad of the hand control set. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that during an unknown procedure the motor of a fms tornado micro handpiece with buttons was jammed and did not turn. A replacement device was used to complete surgery. No surgical delay or patient consequences reported.